Event description:
It was reported that the lead had high impedance and unacceptable thresholds. The lead was partially explanted and replaced. There were no reported patient complications as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was observed that there were two sets of setscrew marks on the is-1 pin. One set was in the correct position, but one set was too proximal. It cannot be determined when, but at some time, the lead was not fully inserted into the device. Other text : it was reported that the lead had high impedance and unacceptable thresholds. The lead was partially explanted and replaced. There were no reported patient complications as a result of this event, and the patient's status was reported to be ok following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Impedance high, high threshold.